Event description:
A report was received that during a patient¿s lead revision, it was discovered that the lead was broken. The physician replaced the leads and the splitters. Device malfunction was suspected. The patient was reportedly doing well after the procedure.

Event description:
A report was received that during a patient¿s lead revision, it was discovered that the lead was broken. The physician replaced the leads and the splitters. Device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm, sn (B)(4): visual inspection revealed that the proximal end is fractured. The fractures are between 2 contacts. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. Electrical tests could not be performed due to damaged proximal end. Sn (B)(4): the complaint has been confirmed. Visual and x-ray inspection of the lead found broken cable wires. High impedance readings were registered at several contacts. The broken cables resulted in the reported complaint. Sn (B)(4): the complaint has been confirmed. Visual inspection revealed that the lead is frayed. The lead passed all electrical tests including the impedance test. Sn (B)(4): a review of the manufacturing documentation for the splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).